Event description:
It was reported that anchorage locking screw did not lock into the plate during lapidus procedure. It was reported that screws were left in as "bone" screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.